Event description:
It was reported by the customer that the doctor was inserting his had into the device and it tore. The customer used another device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4: info is unavailable, device was not returned for evaluation.